Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the customer reported issue. As a precautionary measure, the se replaced the exhalation module printed circuit board (pcb). The unit passed extended self-testing.

Event description:
The customer reported that an 840 ventilator went safety valve open. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.